Event description:
It was reported that the pump unexpectedly displayed a reset screen when the tandem source software update failed to proceed. There was no adverse impact to the customer¿s blood glucose level. No further action was needed at present, but it was suggested that the customer try using a different computer for the software update to see if the issue would resolve.